Event description:
The customer reported the ventilator failed pre-operational testing due to a low circuit pressure measurement. The ventilator was not in use therefore there was no patient involvement. A low circuit pressure measurement may be a result of a system leak or open, which may result in the ventilator not providing breath support during use in normal ventilation operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer reported the exhalation solenoid was unresponsive during testing. Pse advised evaluation of the three station solenoid for replacement. The biomedical engineer reported the three station solenoid will be replaced to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.